Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It reported that a rare experience occurred where the patient was on an old system monitor and the left ventricular assist device (lvad) readings were speed: 5000; flow: 0; power: 0; pi: 0. The patient was asymptomatic, and the pump was audibly running per auscultation. Photos were unavailable, however turning the screen off and back on did reset the numbers. The patient was placed on a heartmate touch and log files were obtained and submitted for evaluation. The event log contained clusters of pulsatility index (pi) events as well as routine power source changes.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of the system monitor displaying the incorrect pump readings was not confirmed. A log file was submitted for review and data from the reported event date of 11jun2024 was reviewed. The data during this time span did not indicate any issues with the system monitor. No issues were observed with the pump power, flow, and pulsatility index. The pump maintained a speed within the low speed limit without issue throughout the log file. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate system monitor was not reported with the event. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Per this section, if the system monitor does not function properly, contact the company's technical service department. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). The IFU also instructs users to never expose their power module and other external equipment, including the system monitor, to liquids, as liquid may enter the units and damage them. Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.